Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the iliac vessel. Following stent placement, an 8.0 x 40, 75cm mustang balloon catheter was advanced for post-dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual and microscopic examination was performed on the returned mustang device. The balloon was unfolded which indicates it had been subjected to positive pressure. A visual and microscopic examination identified a longitudinal tear in the balloon material beginning approximately 8mm proximal to the proximal edge of the proximal markerband and extending distally across the balloon material for approximately 50mm. A visual and microscopic examination identified no issues with the balloon material that have contributed to the damage identified. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the iliac vessel. Following stent placement, an 8.0 x 40, 75cm mustang balloon catheter was advanced for post-dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.